Event description:
It was reported that following a cryo ablation procedure, the patient complained of having a ¿feeling of gastrointestinal fullness¿. Gastric dilation was confirmed by x-ray images and a gastrofiberscope. The patient was readmitted to the hospital and has been given a proton pump inhibitor. The patients current condition is improving but still undergoing treatment and is unable to eat by mouth. The case was already completed with cryo. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed multiple applications were performed on the date of the event and did not show any issues. The balloon catheter was not returned for investigation. A known clinical issue was encountered during the procedure (gastroparesis). If information is provided in the future, a supplemental report will be issued.